Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Phone number: (B)(6). A device history record (DHR) review was performed for part # 03.010.045, lot # 1379307: manufacturing location: (B)(4), manufacturing date: 01.sep.2005: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after the surgery a surgeon wanted to use the standard insertion handle for the new case; however it was identified that the standard insertion handle is broken. It couldn¿t be attached to the nail. Surgeon used the same item from another set. No patient involvement. During the manufacturer¿s preliminary investigation it was detected that the insertion handle is malformed and not broken. This report is for one (1) standard insertion handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development investigation was completed. Complained part was returned to manufacturer. The received device was not broken as complained. Deformation at the connecting nose could be identified. This complaint is not confirmed. Further investigation show that device is in wear condition due to long term use. Visible signs indicate strong hits with hammer onto the back side. Strong deformations at the connecting nose are also obvious indications of exceeding applied mechanical force while use. Wear and tear during long term use under hard condition could be identified as root cause for the reported problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.